Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #: (B)(4).

Event description:
It was reported that after using a 20 g x 1.16 in. Bd insyte" autoguard" shielded IV catheter on a patient, the safety mechanism button was pressed but the needle did not retract. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed the unit consisted of the needle safety barrel assembly and needle cover. Further visual and microscopic inspection revealed the needle was not retracted into the safety barrel and the button was depressed. There was no mechanical/physical damage to the spring or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. The spring was bound at the dead coils and the end of the spring was loose. A functional test was performed by pushing the white button out and then depressing it but the needle did not retract into the safety barrel. Through manipulation of the needle/hub assembly, the needle did retract. The needle was then reassembled to the out position, the button was depressed, and the needle stayed in the out position. A review of the device history record could not be performed as a lo number for this incident was not provided. Conclusion: the root cause for this incident is most likely a manufacturing issue related to a bound spring. Bound springs are typically caused by a larger od that causes one portion of the spring to become overlapped by another portion of the spring during compression caused by loading the hub. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Additionally, a current spring check station has the ability to detect non-retracting assemblies due to overlapping, hanging, and dropped coils in addition to missing springs. In order to detect these problems, the assembly's spring is slightly compressed and a pressure sensor measures the spring force. If the force is outside the specification limit it indicated that a problem exists and the assembly will be rejected. The spring check station inspects every part manufactured.